Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the power seal curved jaw sealer shows an incomplete seal cycle error during a therapeutic hysterectomy procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the investigation, the reported condition could not be duplicated during analysis, and the device met all functional and operational specifications. No mechanical, electrical, or performance related failures were observed. As the device functioned as intended and the reported event was not reproduced, the most probable cause cannot be attributed to the product. The most probable cause is therefore classified as cause not established. Potential contributing factors may include user technique, intermittent in use conditions, or procedural handling variables that could not be replicated during controlled testing. No evidence suggests a manufacturing or material nonconformance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.